Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized on (B)(6) 2020, because of coma and diabetes ketoacidosis. Customer was in intensive care unit for 3 days. Insulin pump will not be returned for analysis.